Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, it was presumed that the error was displayed due to communication failure caused by contact failure of connector. We could not surmise the cause of the phenomenon since the device was not returned to quality assurance. Therefore, a root cause could not be determined. There is following description in the instructions for cv-190, and it may prevent from indicated phenomenon. 4.4 connection of an endoscope: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source was displaying a communication problem code (b30). The issue occurred during preparation for use for a diagnostic colonoscopy procedure. There were no reports of patient harm.